Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient needed an MRI for a potential stroke. Impedance measurements were taken and they were found to be within normal range. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.